Event description:
Patient reported, right side "swelling, shape disfiguration". Patient later, reported a ruptured prosthesis. And that they were in "a lot of pain". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Edema: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Visibility/palpability: unable to observe, since it is not related to the device. Pruritus:unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional, later reported, "redness. Itching of the nipple".